Event description:
Baxter's product is an intermate lv 167 ml/hr self-infusion pump for IV infusions. One of the intermates was received from manufacturer without an end attached for patient to hook up to IV access. It appears to have broken off, but was not in the bag with other intermates.